Manufacturer narrative:
Isi received the psm involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue. Failure analysis conducted a visual inspection on the psm. After configuring the arm to the system in slot 3 and powering it up in maintenance mode, the axis failed brake weight drop testing. The slow sweep testing passed. The system was restarted in normal mode, and the error default was able to be replicated. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found in the site's system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
An intuitive surgical, inc. (Isi) field service engineer was reviewing the site's system logs and noticed multiple system error code 23002 on axis 2 of patient side manipulator (psm). An error code 23022 is a recoverable brake test error. A system error code 23022 appears when the da vinci safety system detects too much motion while testing the mechanical brakes in the patient side manipulator during startup. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or adverse outcomes.